Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that remained in the patient. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient sought medical intervention on the same day and spoke to a nurse at a doctor's office. The nurse recommended to contact the doctor if any irritation occurs in the future and did not provide any treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).